Event description:
It was reported that review of the last interrogation showed multiple aborted vf episodes and one inappropriate shock were observed. The ECG showed sensing anomaly. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.